Manufacturer narrative:
Evaluation results: results - (other): visual inspection of the lens showed evidence of surgical residue. Lens haptic was torn and stuck in the cartridge. No visible damage to the delivery device.

Event description:
A silicone lens model aq2003v was damaged. No further information was forthcoming from the facility at this time. It is unk if there was a product malfunction or if there was patient injury.